Manufacturer narrative:
No report of patient involvement. Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The defective ez change module was replaced to resolve the reported issue.

Event description:
The hospital reported high co2 delivery. There was no report of patient involvement.